Event description:
A caller reported that the touchscreen of their pump was cracked and shattered, making it illegible and unusable. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump, and the customer planned to use a backup insulin pump to ensure continued insulin delivery.